Event description:
This user facility reported that the patient has a medical history of hiatal hernia with an unknown occurrence date.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional patient medical records and treatment data information regarding the reported history of hiatal hernia with an unknown diagnosis date. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.